Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were the result of intermittent ventricular sensing. No interventions were made. The patient was asymptomatic.